Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. (Expiry date: 03/2021).

Event description:
It was reported that during an angioplasty procedure of the calcified lesion of chronic total occlusion below the knee, the tip of the catheter allegedly detached after one and half minute activation. It was further reported that the tip was removed with the catheter and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was required. The lot met all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one cre14s crosser catheter was returned for evaluation. The device appeared to be clean. No kinks were noted to the catheter, no anomalies were noted to transducer handle, saline hub, or distal tip. Marker band was present and undamaged. Material separation was noted just below the distal tip. Therefore, the investigation is confirmed for material separation. The root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g5. D4 (expiry date: 03/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure of the calcified lesion of chronic total occlusion below the knee, the tip of the catheter allegedly detached after one and half minute activation. It was further reported that the tip was removed with the catheter and another device was used to complete the procedure. There was no reported patient injury.